Event description:
It was reported that during a da vinci-assisted surgical procedure, a fragment broke off of the force bipolar instrument. The fragment was retrieved in the same procedure. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information from the surgeon. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting fragment issues, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The broken grip tips are related to the customer complaint. The force bipolar instrument had a broken grip at the grip handle near the distal clevis. A piece approximately .118" x .078" was found broken off the grip base. The broken piece was not returned. The force bipolar also had a broken conductor wire. The wire was broken at the grip routing and the force bipolar failed the electrical continuity test. No signs of thermal damage were found. The fragment issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The root cause is attributed to device design or use conditions such as damage when misusing the force bipolar instrument. The force bipolar can be damaged during use cases such as needle bending/driving and suture snapping, and collisions.